Manufacturer narrative:
The patient age was not provided. Approximate age of device: 6 years, 1 month. The report of hemolysis and pump thrombus was confirmed based on a submitted photo from the customer. However, because the pump was not returned and no scans were provided, the report of a malpositioned inflow conduit could not be confirmed. A correlation between the device and the reported right heart failure, epistaxis, and pulmonary dysfunction could not be determined through this evaluation. The heartmate ii lvas instructions for use lists thromboembolism, hemolysis, right heart failure, bleeding, and pulmonary dysfunction as potential complications that may be associated with the use of the heartmate ii left ventricular assist system. The customer submitted a photo of the thrombus reportedly seen in the pump at explant. The submitted photo showed a small white thrombus formation surrounding the inlet bearing ball. Based on the photo, the thrombus did not reveal any obvious areas of denaturation and appeared to be in the early stages of laminated layering, suggesting that it acutely developed on the inlet bearing ball over an undetermined amount of time while the pump was supporting the patient. Although a root cause for the thrombus could not be determined through this evaluation, it appeared to be obstructing approximately 10-20 percent of the blood flow path through the inlet stator and could have contributed to the reported moderate hemolysis. Specific details regarding the deposition's texture, adherence, and potential areas of denaturation could not be conclusively determined via photograph. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had poor right heart function at baseline and moderate hemolysis with elevated lactate dehydrogenase levels over 650 u/l. The patient's anticoagulation had been reduced for a dental procedure. It was reported that the patient later experienced epistaxis and the pulmonary function declined requiring intubation. The patient was on catecholamine infusions during the time period when intubated. On (B)(6) 2015 a partial thromboplastin time (ptt) of 48.4 seconds was reported. A CT scan revealed a malposition of the inflow conduit with partial obstruction. On (B)(6) 2015 the pump was explanted and pump thrombosis was reportedly seen during the examination of the pump. Another manufacturer¿s pump was implanted. No additional information was received.